Event description:
It was reported that the device shut off during the transport. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut off during the transport. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was made available for further investigation. Based on the analysis of the log file the reported event could be verified. The log file revealed that the device was stored in standby mode for 11 hours before the reported event. During that time, the device was running on external battery as no ac mains was connected. When the ventilation was started, the device almost immediately switch to internal battery as the external battery was depleted. The device then unexpectedly shut down due to a depleted and worn-out internal battery shortly after. The external and internal batteries have been replaced by the dräger service. The device was tested and confirmed to be operating as per manufacturer´s specification. If the savina 300 is not connected to ac mains power, and external battery is connected, the internal power supply unit switches to the external battery as power source which will be indicated by a corresponding alarm. After discharging of the external battery, the internal power supply unit switches to the internal battery as power source. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.